Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited pacing inhibition for greater than fifty seconds of asystole. The patient is pacer dependant and as a result collapsed due to the pacing inhibition and was subsequently hospitalized. The was interrogated and revealed that the pacing inhibition was caused by noise on the right ventricular (rv) channel. A revision procedure was performed. The right ventricular (rv) (competitor) lead was not fully connected to the device header. Attempts were made to pull the lead out of the header, however the lead would not release. Visual observations of the lead revealed that no pin was connected to the lead and the device header. The lead was then unscrewed and pushed further into the device header and reconnected which solved the problem. The device and competitor lead were tested and noise was no longer present on the electrogram (egm). No additional adverse patient effects were reported. The device and competitor lead remain in service.

Manufacturer narrative:
At this time the device and competitor lead remain in service and will not be returned for analysis. Therefore the root cause of this event could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.